Event description:
Instant link seed cartridge had a product defect that did not allow all of the seeds to be released from the cartridge for implantation. This resulted in increased operating room time and anesthetic. Seed implantation, discovery of problem and information provided (B) (6).